Event description:
Customer reported a malfunction on the pump. There was no adverse impact on the customer¿s blood glucose level as it did not exceed 500 mg/dl. Technical support provided instructions for resetting the pump, and after the reset, the malfunction code did not recur.